Manufacturer narrative:
The reported issue could not be confirmed as the panel passed bench test. The battery charging, system on and the movement enable leds lit. The emergency push button and the power on and off switch passed continuity test.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the low motion battery voltage was detected and the imaging system would intermittently enter e-stop mode. To restore functionality, the motion batteries and front indicator panel assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unable to perform 2d image acquisitions. It was reported that the battery indicator lights on the imaging system were not scrolling. It was reported that the imaging system would beep when prompting the system via the handswitch and no image acquisition was performed. The site opted to complete the procedure with a c-arm. The imaging system was restarted and the interface (umbilical) cable re-plugged in without resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.